Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: during evaluation, the pump powered on with a blank display screen. The pump was opened and the display screen was found to be cracked. A test screen was installed and displayed normally. Unrelated to the complaint, the audio bolus button cover and contact were missing; the button¿s functionality could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the display screen remained blank after replacing the battery multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.